Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The device memory indicated a power on reset occurred.

Event description:
It was reported that the patient presented to the emergency room after receiving a shock. An interrogation of the implantable cardioverter defibrillator (ICD) device found an electrical reset occurred and wireless telemetry was no longer available. The reset was cleared. The device was explanted and replaced. It was also reported that electrograms showed episodes of non-physiologic intervals on both the atrial and ventricular channels, which resolved after the shock. The patient stated that they were in bed at the time of the shock. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a power on reset occurred. Power on reset (por). No reason por on (B)(6) 2015. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.